Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hypoglycemia and hospital visit. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider." It advises, "to treat hypoglycemia (low blood glucose): any time your blood glucose is low, treat it immediately. Check it every 15 minutes while you are treating, to make sure you don't overtreat the condition and cause blood glucose levels to rise too high. Step 1. If blood glucose is below 70 mg/dl, eat or drink 15 grams of fast-acting carbohydrate, such as glucose tablets, juice, or hard candy. Step 2. Check blood glucose again after 15 minutes. Step 3. If blood glucose remains low, take another 15 grams of carbohydrate. Contact your healthcare provider as needed or guidance. Step 4. Repeat steps 2 and 3 until blood glucose is within the bg goal."

Event description:
The pt reported that he had the following blood glucose results on (B)(6). After 1:00 pm, he went to the hospital, where he was put on an intravenous drip for 20-25 minutes and given dextrose. He was released at 5:00 pm with a blood glucose of 145 mg/dl.